Event description:
It was reported that implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode. The device was explanted and replaced as the reason for backup vvi was undetermined. The patient is in stable condition.